Manufacturer narrative:
The sample would normally be sent to our microscopy lab for sem analysis to determine the cause of the breakage. If the sample was determined to be defective, the manufacturing plant would be alerted to begin their evaluation. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraighten. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.

Event description:
The needle broke during the procedure. Part of the needle stayed in the body of the patient, whose removal of the needle was accomplished soon after. There is no sample.